Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange, lens repositioning). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.0/+3.0/090 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 and (B)(6) 2018 the lens was observed to have rotated 90 degrees. At each time of observation, the lens was repositioned. On (B)(6) 2018, the lens had again rotated and therefore was exchanged with a same size, different model lens. The problem was resolved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and foreign material (residue) on lens surface. Claim # (B)(4).